Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (B)(4). Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens and after insertion, the surgeon changed his mind for a three piece lens. The incision was enlarged slightly to remove the lens. The patient's capsule was loose due to a patient issue. A three piece lens was implanted and sutures were not required. The reporter stated the facility uses a competitor's phacoemulsification system. The reporter stated the event was due to an issue with the patient's capsule and was not lens related.